Event description:
Patient called in to report an unidentified service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing . Returned therapy cable passed weight and failed safety unrelated to the reported issue. The reported service error code can occur if the battery capacity falls below what is needed to charge the high-voltage capacitors. Will continue to trend for future occurrences.